Manufacturer narrative:
(B)(4).additional information has been requested.

Event description:
It was reported that during patient use, a tracheal tube cuff was leaking. The tracheal tube was used on an adult patient who received CPR in the emergency room. During CPR, the patient was manually ventilated. The patient expired and the clinician removed the tracheal tube from the patient. The tracheal tube cuff was then tested and the cuff was found to have leakage. It is unknown who intubated the patient or where the intubation took place. Additional information has been requested.

Manufacturer narrative:
Covidien reference: (B)(4). One tracheal tube was returned for investigation. An inflation deflation test was performed and the cuff deflated immediately. A visual inspection was then performed and three small tears were found on the cuff. The reported complaint was confirmed. All manufacturing controls were reviewed and found acceptable and effective to detect the reported failure mode. The reported failure was not related to the manufacturing process.